Event description:
The customer observed a falsely elevated ca19-9 result for one patient on the architect i2000sr analyzer. The following data was provided: initial result was >1,200u/ml, performed 1:10 dilution and the result was 2,601.0u/ml. Previous result issued by architect was 519.90u/ml (B)(6) 2013. Patient historical data: (B)(6). The patient is undergoing stem cell therapy. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of historical and complaint data, a review of labeling, and accuracy testing. Review of the data did not identify any product issue or adverse trend. Labeling was reviewed and found to be adequate. All accuracy test results met specifications. Based on the results of this investigation, no malfunction or deficiency was identified and the architect ca 19-9xr, list number 02k91, lot number 21130m500 is performing acceptably.